Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. After a battery change, the insulin pump alarmed for a failed battery. The blood glucose reading was 135 mg/dl. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of physical damage. The customer stated that the battery may have died while he was sleeping. He was advised to monitor the insulin pump and stated he would call back for further troubleshooting if needed. The insulin pump was not replaced or returned for analysis.